Manufacturer narrative:
(B)(4).

Event description:
It was reported "defective membrane. They were going toattempt appeared to "shred" as the tip was advanced through the sheath". Additional informaiton states the iab catheter was removed and replaced. No patient injury or cosnequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was noted connected and tethered to the short driveline tubing. The bladder was fully unwrapped; no visual damage or abnormalities were noted to the iabc bladder. A bend to the iabc central lumen were noted at approximately 13.5cm from the iabc distal tip. Spots of dried blood were noted on the exterior surfaces of the returned sample. No blood as noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0062in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 13.7cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "shred as the tip was advanced through the sheath" is not confirmed. During the investigation, the returned iab catheter was fully intact. No leaks or alarms were detected during the functional testing. The returned device passed visual and functional test specifications related to the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "defective membrane. They were going toattempt appeared to "shred" as the tip was advanced through the sheath". Additional informaiton states the iab catheter was removed and replaced. No patient injury or cosnequence reported. The patient's current condition is reported as "fine".